Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a cut in the surface of the pebax. Initially, it was reported that during the operation, the temperature display changed a lot in one moment. A second device was used to complete the operation. There was no report on patient injury. The temperature sensor issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 09-nov-2024, reddish material, presumably blood, was observed and a cut in the pebax's surface. This was assessed as MDR reportable with an awareness date of 09-nov-2024.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation, temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that there was reddish material presumably blood and a cut in the pebax's surface. The catheter was connected to the generator and an ablation cycle was attempted; however, it was not possible because it was found to be occluded. An aluminum wire was introduced in the lure hub and the wire got stuck at the dome, then a second visual inspection was performed, and reddish material was found in the dome. The temperature and impedance were displayed properly. A manufacturing record evaluation was performed for the finished device 31393274l number, and no internal action was found during the review. The cut and reddish material in the pebax could be related to the temperature issue reported by the customer. Therefore, the complaint was confirmed. The potential cause of the hole on the surface of the pebax could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).